Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable and worn adapter. The root cause of why the cable and adapter failed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus hd camera head was experiencing image failure and there was a possible cable break. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Report source - other: (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user's report of image failure was confirmed. The connecting cable was broken and causing an e311 (no image) error to appear on the screen. Additionally, the optics holder was worn out and no longer holding the optics securely. If additional information becomes available following the device evaluation, a supplemental report will be filed.